Manufacturer narrative:
Although requested, the battery pack has not been returned and the cause of the complaint is not known.

Event description:
An international distributor reported their customer's AED would not power on. They reported that this did not occur during patient use.